Event description:
Physician reported preclotting difficulties prior to and following insertion of a bifurcated vascular prosthesis in a 76 yr old male, during a surgical bypass procedure for abdominal aortic aneurysm. General seepage was observed at the bifurcation and body of the graft. Hemostasis was achieved after the graft was removed and replaced with another graft. The surgeon indicated that a complete preoperative examination of the pt revealed no abnormalities to explain the unusual bleeding. It is unknown if the pt's a.c.t(activated clotting time) was recorded at any time during the procedure. The surgeon admitted that in spite of preclotting difficulties, he elected to implant the graft. According to the surgeon, the pt was given 4000 u.I of heparin during the surgery, but no agents were administered to reverse the heparin at the end of the procedure.